Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Initial reporter facility name: nagano prefecture welfare agricultural cooperative association minami nagano medical center shinonoi general hospital. Manufacturing location: monument, manufacturing date: may 23, 2017, expiration date: may 1, 2027, part number: 04.037.919s, 9mm/125 deg ti cann tfna 280mm/left- sterile, lot number: h368699 (sterile), lot quantity: 5. One piece was scrapped in cell at op #30, gundrill, for a runout failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Scn could not be located for review however, the lot would not have been released if sterility parameters had not been met. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: l348428, lot quantity: 94, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249499, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated (B)(6) 2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h358249, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h189289, lot quantity: 753 lbs. Certified test report received from perryman company dated (B)(6) 2016 and certificate of test received from howmet castings dated (B)(6) 2015 were reviewed and determined to be conforming. Lot summary report dated (B)(6) 2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Health effect clinician code (B)(4) used to capture procedural complications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patients nail had broken post-op. The patient underwent the surgery for the femoral subtrochanteric fracture with the nail, on (B)(6) 2019. The procedure on (B)(6) 2019 was performed successfully without any surgical delay. On an unknown date the surgeon confirmed that the nail had broken. The revision surgery (bha surgery) will be performed but the exact date of the revision is unknown. Concomitant devices reported: tfna helical blade (part number unknown, lot unknown, quantity 1). Tfna end cap(part number unknown, lot unknown, quantity 1). Locking screw (part number unknown, lot unknown, quantity 1). This report involves one (1) 9mm/125 deg ti cann tfna 280mm/left ¿ sterile. This is report 1 of 1 for (B)(4).